Manufacturer narrative:
The device associated with this report was not returned. A complaint database search on the provided product code identified similar reports which when confirmed were attributed to user technique/misuse due to mis-alignment. The investigation could not verify or identify any product contribution to the current reported event without the instrument to examine. Based on the inability to identify root cause, the need for corrective action was not indicated. Continue to monitor via sep-419. Depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.

Event description:
It was noted after the pfc tibial impactor was used to impact the tibial component that the white plastic piece had a crack in it. No pieces were missing therefore it was noted that nothing remained or near the patient. No delay was had to the surgery as the surgeon had already used the item.

Manufacturer narrative:
Examination of the submitted impactor confirmed the fracture. A complaint search found other reported incidents of breakage/damage. Previous investigations found evidence the impactors were not properly aligned prior to impacting, contributing to fracture. Examination of the current returned impactor revealed gouging. The root cause is being attributed to misuse through misalignment. Trends are currently being monitored through post market surveillance sep-419. Depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.

Manufacturer narrative:
This complaint is under investigation. Depuy will notify the FDA of the results of the investigation once it has been completed. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
This investigation has been reopened because the product has now been received. Depuy will notify the FDA of the results of the investigation once it has been completed.